Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that the time on the insulin pump was moving farther and farther ahead. The customer's blood glucose was 101 mg/dl. The customer reported they noticed the time being ahead a week ago and now it is already 11 minutes ahead. The customer stated they woke up low but did not get any alert. The customer only mentioned a sensor glucose value of 50 mg/dl and did not provide a blood glucose value for the low. The customer reported the insulin pump is still delivering insulin even if they are already low. Troubleshooting was completed but did not resolved the issue. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. Device was programmed with the current time and date and monitored for a period of one week. The time and date are functioning properly with no significant delays or speedups noted. Finally, all audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomalies, absence of audio alarms were noted during testing. No pump error 63 was noted during testing either, and no pump error 63 alarms are found in the formatted history files.